Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing at the user facility, the device failed the power up test with fan assembly not functioning. The alarm code s233 was noted in the device alarm log. The probable cause for the s233 (overtemperature-psc) alarm code and fan not functioning was due to a broken fan assembly. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with a s233 (over temperature-psc) malfunction alarm code. The device was returned to the biomedical department with a note that stated, "s233 malfunction alarm high ambient temperature". No specific pt info, pump programming, or event details were available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device did not pass the power up test with fan assembly not functioning. No add'l info was provided.